Event description:
Customer reported that the insulin pump would always have an unexpected restart after changing the battery and customer has to enter the settings each time. Blood glucose value was 7.6 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Constant alarms were noted during the battery change due to a faulty connector on the interface board. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.